Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text: device not retired.

Event description:
It was reported that the tandem-provided charging supplies began burning or melting. Reportedly, the pump was charging during the event. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. Elevated bg was addressed by a correction bolus via the pump. The customer continued to use the pump for insulin therapy.